Manufacturer narrative:
(B)(4). Date sent to the FDA: 10/21/2016. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was being done when the suture broke (removal from package / during passage through tissue / during tying / post-op)? During passage through tissue, how many sutures broke during the one procedure? 1. What was used to complete the procedure? Asked not available. In relation to needle, what is the approximate location of suture breakage? Asked not available. Was the user a new user or experienced user? If experienced ¿ another device? The surgeon recently converted from v-loc, so somewhat new to using this specific product. Was the ethicon associate present during the procedure? No. Location of breakage; initiation or termination end. Asked not available.

Event description:
It was reported that the patient underwent robotic assisted total laparoscopic hysterectomy procedure on an unknown date and barbed suture was used. During the procedure, the suture broke during the back-stitch. It is unknown how the case was completed. There were no adverse consequences for the patient reported.